Event description:
The implant failed due to poor bone condition and early seating of temporary denture in 2 weeks after implantation. The implant was placed at #44 and removed after 5 months. Traditional 2 stage surgery. Bone graft material was used, poor oral hygiene, poor bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.